Event description:
A distributor service technician called and said that he was working on x-ray unit. He said that when he would turn the unit on, the unit would start to rotate and radiate on its own. He disconnected the hand switch and that solved the problem. The technician replaced the hand switch and the unit now works according to specification. The defective hand switch has been sent to the MFR.